Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365db321655c0, model: db-3216-55c, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that a clinical trial patient had experienced mild paresthesia at the wound site. The patient was admitted to the hospital where an MRI was performed. The physician believed the symptoms were a physiological adaptation to the implant and there was no need for neurosurgical treatment. The event resolved and the patient was discharged from the hospital.